Event description:
A false negative troponin I result was obtained. The result was zero. The result was reported to the physician, but the physician questioned the result because a previous sample was positive for troponin. The sample was rerun and the result was 7.6 ng/ml. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patients as a result of the false negative troponin result. The cause for the false negative troponin I result is unknown.

Manufacturer narrative:
No further evaluation of the device is required. The cause of the false negative result is unknown. Reagents and analyzer are operating within specifications. The patient was already undergoing treatment for acute myocardial infarction when the false negative troponin result occurred.